Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's monitor fell onto their foot and caused the foot to swell. There was no alleged device malfunction contributing to the injury. The patient reported that they went to the emergency room due to the injury. It is unclear if the patient received medical intervention. Reporting out of abundance of caution. Outcome of the injury is unknown.